Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the distractor for 11mm rod (p/n: sd393.640, lot #: 20p0890) was returned and received at us cq. Upon visual inspection, the nut component was observed to be stuck. No other issues were observed with the returned device. Functional test: during functional test, the attempt to disassemble the nut from the device failed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed yes, the device received was jammed. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the distractor for 11mm rod (p/n: sd393.640, lot #: 20p0890). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part number: sd393.640. Lot number: 20p0890 . Part manufacture date: 07-14-2020. Manufacturing location: brandywine . Part expiration date: n/a . Nonconformance noted: jbl-nr . A review of the device history record of this lot revealed one nonconformance ¿ 28 of 29 distractors for 11mm rod met all manufacturing, finishing, inspection, and packaging specifications at the time of release. One distractor met all manufacturing, finishing, inspection, and packaging specifications at the time of release except for feature #23 of sleeve component sd393.650.12. The noted nc jbl-nr dispositioned the one distractor use-as-is (uai) with sleeve component sd393.650.12 found with the internal thread minor diameter (9.0 - 9.12mm) oversize at 9.134mm. This oversize specification of one sleeve component is not relevant to the complaint condition of a jammed/seized nut that was identified as evident in 2 devices of lot 20p0890. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the nuts on two (2) distractors were cold-welded. It is unknown when and where the issue was discovered. It is unknown if there is patient or procedure involvement. This report is for one (1) distractor for 11mm rod. This is report 1 of 2 for complaint (B)(4).